Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 147 mg/dl. The insulin pump may have been exposed to moisture from being worn close to customer's body. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent escape button response due to moisture damage on the keypad traces. No moisture damage was noted at the electronic or motor assemblies. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.